Event description:
The pt experienced withdrawal; the symptoms were not provided. The pump was interrogated. The event logs confirmed a motor stall with no motor stall recovery. The pump was used to deliver clonidine, bupivacaine, and dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.